Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the patient line of the homechoice cassette during drain one. The home patient (hp) was connected for peritoneal dialysis therapy at the time. The technical service representative assisted the care giver (cg) with ending the therapy so the cg could have the hp could start therapy over. The hp explained that the leak was very small and originated from the point where the tubing was welded to the blue connector. There was no allegation against the solution bag. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.